Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 300 mg/dl, and the meter bg reading was 50 mg/dl. A correction bolus was delivered due to the inaccurate cgm readings resulting in the customer losing consciousness. Customer consumed carbohydrates to address bg. First responders arrived to assist the customer and checked the customer¿s vitals. No additional treatment was received as customer had regained consciousness. Recommendation was made to consult with a healthcare provider to discuss diabetes management. A root cause could not be determined. A replacement sensor was sent to the customer.